Event description:
The remb universal driver was sent for service, and during eval an unk fluid was leaking from the device. There was no pt involvement, and no adverse consequences associated with the device